Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "pt lost fixation" (no code available); "interrupted procedure" (no code available). Product problem(s): "none reported" (no known device problem). A technician reports a pt lost fixation during surgery on the left eye and the laser stopped at 59%. When prompted to finish treatment, the technician inadvertently pressed "no" so they had to lower the flap and move the pt out of the room for approximately 8 minutes. They called the territory manager who talked them through the prompts to get back where the laser left off in order to continue and finish the treatment. The pt was brought back into the room and the remaining treatment was administered with no other delay. The technician/laser operator stated that the 1 day post-op ucva was 20/25. The surgeon was not concerned about the outcome at this time. This pt is co-managed by another doctor and they will not receive any more info regarding this pt.